Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a conversation with the clinic regarding programmed parameters for this cardiac resynchronization therapy defibrillator (crt-d) system, technical services (ts) noted intermittent left ventricular (lv) loss of capture (loc) going back several months. The clinician discussed that at the last in office test, the threshold measurements were at 1.7 volts and prior to that they measured 2.2 volts. The output was reprogrammed to 2.6 volts at the last clinic visit. It was further noted that the patient's ejection fraction had improved to 60 percent. The clinician stated they would reassess capture threshold and reprogram the output accordingly at the patient's next follow-up visit. It was also noted that the patient was experiencing syncopal episodes and the physician advised the patient to reduce alcohol consumption, as alcohol intake was likely a contributing factor. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned, severed 58 millimeters (mm) from the terminal end. Testing was completed to assess the returned lead segment. Measurements throughout these tests were within normal limits. Microscopic inspections of the lead body and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a conversation with the clinic regarding programmed parameters for this cardiac resynchronization therapy defibrillator (crt-d) system, technical services (ts) noted intermittent left ventricular (lv) loss of capture (loc) going back several months. The clinician discussed that at the last in office test, the threshold measurements were at 1.7 volts and prior to that they measured 2.2 volts. The output was reprogrammed to 2.6 volts at the last clinic visit. It was further noted that the patient's ejection fraction had improved to 60 percent. The clinician stated they would reassess capture threshold and reprogram the output accordingly at the patient's next follow-up visit. It was also noted that the patient was experiencing syncopal episodes and the physician advised the patient to reduce alcohol consumption, as alcohol intake was likely a contributing factor. This crt-d system remains in service. No adverse patient effects were reported.